Event description:
It was reported that the pump housing surrounding the usb port was damaged, affecting the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and confirmed that the customer would use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The customer was instructed on how to put the pump into storage mode and agreed to return the damaged pump within 10 days using a prepaid label.